Event description:
It was reported that the guide wire coating peeled off. A .035in,185cm, j tip, back-up meier guide wire was selected for use. However, during insertion of the device, it was observed that the chunks of the wire coating came off. It was noticed on the gloves and when trying to run a non-boston scientific catheter over the guide wire. The device was removed, and the procedure was completed using an alternative device. There were no patient complications nor injuries reported.